Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; endovascular treatment of aortic aneurysms with minimalistic approach gamboa et al, argentine journal of cardiology / vol 88 nº 5 :420-424/ october 2020 http://dx.doi.org/10.7775/rac.v88.i5.18478. Age or date of birth: mean age. Sex: mean gender. Implant date: exact date of implant unknown. Among the entire cohort, there were 3 cases of deaths (30 days). There was no information to suggest any of the endurant devices caused or contributed to the deaths. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered MDR reportable unless clearly stated as being associated with a medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients during the endovascular treatment of abdominal aortic aneurysms on an unknown date. The following adverse events were reported: conversion to surgical for closure of the access site and blood loss. The cause of the events were undetermined.

Manufacturer narrative:
It was confirmed that none of the reported adverse events were related to the endurant stent grafts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.